Manufacturer narrative:
Follow-up # 1 date of submission 3/26/2017 device evaluation: the device has been returned and evaluated by product analysis on 3/06/2017 with the following findings: during visual inspection of the pump, it was observed that the pump was returned with a blank display screen. The pump was opened and the oled was found to be cracked. The pump was opened and test display was used; the pump was fully functional with the test display. Unrelated to the original complaint, it was observed that the battery compartment was cracked and the returned battery cap¿s coin slot was damaged cap and the cap was difficult to attach and remove from the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the display screen was blank. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.